Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the device failed to deflate fully. It was stated that it deflated 60%. The device had to be removed forcefully, which allegedly resulted in injury to the urethra, blood in the patient's urine, and pain.